Manufacturer narrative:
Al-a4: no patient involved. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the system controller was returned for an unknown reason.

Manufacturer narrative:
This event was determined to be supplemental and investigation findings will be submitted under MFR # 2916596-2025-01674.